Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the stent implant fell off the 10.0mm/29mm/80cm omnilink elite stent delivery system balloon during preparation of the device and could not be used on the patient. A new omnilink elite stent delivery system was used to complete the procedure successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.